Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. All need screws of the device have been mounted. The screw found in the control body was an extra one for the device. This screw type did not need for the device. Omsc surmised that this extra screw was mixed into the control body during the previous repair. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user found the failure angulation of the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that there was a screw in the control body. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.